Event description:
It was reported that the micro sagittal saw leaked an oil-like substance during a procedure. There were no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within the internal components of the device.